Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three bd vacutainer® sst¿, tubes exhibited air bubbles in the gel before and during use. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that three bd vacutainer® sst¿, tubes exhibited air bubbles in the gel before and during use. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two samples and two photos for investigation. The samples underwent a visual inspection, and both failed due to the presence of air bubbles in the separation gel. The customer photos also show tubes with visible air bubbles in the separation gel, even when blood is present in the tubes. Complaints for sample quality are under statistical control for the month of september 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: gel airbubbles and sample quality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.